Event description:
During wrist arthroscopy stryker shaver blade broke off in patient's wrist times two, two different blades.manufacturer completed an on site visual inspection. They will request the equipment for investigation on receipt of medwatch.